Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, power supply(ps1) replaced. Unit now boots as intended. P erformed system checkout. Unit works as intended. The part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was unable to confirm reported complaint, "stuck in initializing." Visual inspections shows multiple components are electrically over stressed. 02, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6)/k22210505 rev. 1, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system regarding unknown procedure. It was reported that the system was stuck in initializing and they were unable to use it. Patient was present.unknown when the issue occurred.there was unknown surgical delay and impact on patient outcome.